Event description:
It was reported that the atrial lead became dislodged during the extraction of other leads. It was also reported that the right ventricular lead had "failed" and been abandoned. Both leads were removed and replaced. It was further reported that the right ventricular lead was oversensing and delivered inappropriate therapy due to the oversensing, which seemed indicative of a lead fracture. No further patient complications have been reported as a result of this event. The left ventricular lead had been explanted and replaced due to diaphragmatic stimulation. The lead was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Detailed analysis of the right ventricular lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4): the defibrillation conductor was distorted, several conductors were distorted, the distal conductor was stretched, the defibrillation was fractured due to overstress, the lead was stretched, the outer tubing was kinked/buckled and had a non-electrical environmental stress cracking breach, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, there was blood on the helix mechanism, and blood/body fluid was noted on the outer tubing overlay; distal segment returned and analyzed. (B)(4): distal conductor fractured, the outer insulation was melted, had cosmetic environmental stress cracking, and had a cosmetic depression, and there was blood/body fluid (not obstructed) on the distal conductor; partial lead in segments returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Detailed analysis of the right ventricular lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was further reported that right ventricular (rv) lead exhibited high impedance and multiple short v-v intervals. The lead was previously capped and later explanted. The patient was a participant in the system longevity study.

Event description:
It was reported that the atrial lead became dislodged during the extraction of other leads. It was also reported that the right ventricular lead had "failed" and been abandoned. Both leads were removed and replaced. It was further reported that the right ventricular lead was oversensing and delivered inappropriate therapy due to the oversensing, which seemed indicative of a lead fracture. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead became dislodged during the extraction of other leads. It was also reported that the right ventricular lead had "failed" and been abandoned. Both leads were removed and replaced. No patient complications have been reported as a result of this event.